Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter read inaccurately low. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 1:36am. The patient stated that she obtained results of "80, 70 and 73 mg/dl" when tested using control solution. The control solution range was "115-154 mg/dl". The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweats, weakness and lightheaded" five hours after the alleged product issue began. The patient stated that she self-treated with glucose tablets/gel on the morning of (B)(6) 2016 (time not provided). The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the test strips had not expired, been open for longer than the discard date or stored improperly, the control solution had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the patient performed a walk-through control solution test and the result was not in range, the patient was using the correct testing technique and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "sweats" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Analysis was not possible for the control solution involved with this complaint due to the product exceeding its expiry date. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.